Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis for three days on (B)(6) 2020 with blood glucose of over 2600 mg/dl. The customer was treated in hospital with insulin drip. Customer did not alleges insulin pump for under delivery. Customer was assisted with performing high pressure test and it was successful. Customer also reported another incident of hospitalization, that she was hospitalized due to diabetic acidosis on (B)(6) 2019. Customer had the flu at that time, but later found she was having a diabetic issue as well. Customer reported there was no damage to the retaining ring. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.